Event description:
It was later reported that the patient had experienced a loss or change of therapy. The patient never had therapeutic effect. Symptoms reported were: "not controlling symptoms". The patient had taken pills as well, which had not helped. The patient mentioned the doctor "doesn't know anything about it." Event date: (B)(6) 2014.

Event description:
It was reported that a patient only got a ¿teeny bit¿ of relief since implant and still needed to use (B)(6). She had a loss of therapeutic effect and return of symptoms two weeks after the implant was put in. The patient started leaking on (B)(6) 2014, it had gotten worse over four days, and the patient wanted to increase stimulation. She wasn¿t sure if she was feeling stimulation. The device was set on program 4 at 0.3 volts and there was no lightning bolt, which indicated that stimulation was off. The patient didn¿t know stimulation was turned off and she wasn¿t sure how long it was off. Stimulation was turned back on. The patient saw her doctor on (B)(6) 2014 and had been ¿flooding¿ about two weeks prior to seeing her doctor. The doctor changed her stimulation and since then, the patient had been feeling vibration and it was driving her crazy. The next day, the patient changed her program to program 4 at 0.5 volts and she no longer felt the vibration. The icons on the patient¿s programmer screen showed up so lightly, she could barely see them. She changed the contrast on the programmer, could see the icons better, and the issue was resolved. About a week later, the patient¿s stimulation had felt too strong. It was too strong for a couple of days. For the last two to three weeks, she¿d been having returned symptoms and a loss of therapeutic effect. She decreased the device setting from 0.5 volts to 0.4 volts. On (B)(6) 2015, the patient was feeling stimulation and it was low. She had been changed to program 4 but couldn¿t remember which program she was on previously. The patient had an appointment with her healthcare provider on (B)(6) 2015 and planned to wait until then to adjust stimulation. On (B)(6) 2015, the patient reported having tried programs 1 and 2 and would try program 3. The patient could feel the vibration, and it got stronger when she got cold. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p7r1, implanted: (B)(6) 2014, product type: lead. (B)(4).